Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-01419, 2015-00357 / 00359).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and unspecified complications. Additional information received in patient's medical records indicated that patient underwent an irrigation and debridement procedure on (B)(6) 2007. Patient underwent a revision procedure on (B)(6) 2012 due to infection. Operative reported noted pain and a loose acetabular cup. All components were removed and replaced with competitor cement spacer molds. Patient was reimplanted on (B)(6) 2012 with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that patient underwent antibiotic treatment along with I & d procedure on (B)(6) 2007, 6 weeks post op due to infection. Additional information with invoice review revealed patient underwent a total hip arthroplasty on (B)(6) 2005, on an unknown side.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain and unspecified complications. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and unspecified complications. Additional information received in patient's medical records indicate that patient underwent an irrigation and debridement procedure on (B)(6) 2007. Patient underwent a revision procedure on (B)(6) 2012 due to infection. Operative reported noted pain and a loose acetabular cup. All components were removed and replaced with competitor cement spacer molds. Patient was reimplanted on (B)(6) 2012 with competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.